Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the posterior capsule tore when the lens was inserted. The lens was removed and a vitrectomy was performed. An acl was implanted and the incision was sutured.

Manufacturer narrative:
Procedure, incision sutured, surgical procedure, vitrectomy - eval: results: visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage to the lens. A work order search was performed and there were no similar complaints found.